Event description:
Display screen missing segments of display. Pt indicated that the device was not transfering from the "stop" mode to the "run" mode properly. Pt indicated that the basal rate appeared like "2.2!/h" rather than "2.2 u/h". Pt indicated that the time showed "01.21" instead of "07.21." Pt indicated that her blood glucose was elevated (300's mg/dl). Pt indicated that she pressed the "menu" button 9 times and the display did not change at all. Pt indicated that she replaced the battery and the pt indicated that she heard the customary beeps when the piston rod was completely retracted however the self-check display never appeared.